Event description:
The patient experienced a "big fall" around christmas time. Since then the patient had a loss of therapeutic effect; a decline in movement. They were uncertain if it was due to implantable neurostimulator or spinal cord compression. Therapy impedances were >4000 ohms. One electrode was showing >4000 ohms; the reporter didn't know which electrode was affected. The impedance testing was run up to 4.0 volts. They programmed around the electrode that was bad and the patient was getting okay relief, but the electrode that was open was still showing open. They had run impedance at different times and since the last one they had gotten >1200, and >3000. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)